Manufacturer narrative:
Continuation of d10: dvfb1d1 ICD implanted (B)(6) 2020 additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial #: (B)(6).d9: no h3: no h4: mfg date: 17-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) and a medical history of cardiomyopathy experienced a controller fault, resulting in admission to the intensive care unit (ICU) for a controller exchange. The controller fault occurred on (B)(6) 2025. Prior to the exchange, a review of the log file data revealed motor start events with parameters outside the typical range on april 14, 2024. The patient, who is blind, had previously accidentally disconnected both power sources, which the clinical site suspects occurred on that date. The controller fault alarm was attributed to the internal battery reaching the end of its service life. A controller exchange was successfully performed without any complications, and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed a motor start event on 14/apr/2024 at 05:53:36 in which the motor start parameters were atypical. Log file analysis revealed two (2) controller fault alarms logged on 08/apr/2025 at 13:31:33 and 09/apr/2025 at 08:57:32, and multiple event exceptions logged since 08/apr/2025, indicating an issue with the internal battery. The controller (B)(6) was in use for more than two (2) years. Log file analysis associated with secondary controller (B)(6) revealed a controller power up with associated pump start-up event on 09/apr/2025 at 14:19:09, indicating a loss of power to the controller. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 09/apr/2025 at 14:19:45, indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to the reported controller exchange. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.